Manufacturer narrative:
The electrode (es38) and handpiece (espr2) combination used by the surgeon were not compatible and did not fully insert resulting in an exposed shaft. Testing performed in-house confirmed that this combination does not fully insert and results in an exposed shaft. Instructions for use, (B)(4), warn to "ensure the electrode is fully inserted. The shank and insulating sleeve should fit securely into the pencil. If the shank and/or insulating sleeve does not fit, or the insulation will not insert 3.2 mm (1/8"), do not use this electrode/pencil combination". Results of exposed metal may result in electric shock or burn to the patient or surgical personnel.

Event description:
Surgeon used the electrode (es38) with handpiece (espr2) to cauterize the pocket of the breast capsule - she was not able to fully insert the electrode into the handpiece resulting in an exposed shaft at the junction of the tip and the connection to the handpiece. This exposed shaft stuck to patient's skin during the procedure and created a silver dollar sized burn on the skin.